Event description:
Info was received that reported a pt was hospitalized in 2009 due an incident of hyperglycemia. The pt was brought to the hosp with high blood glucose. Upon admit she was treated with IV insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.